Event description:
It was reported that the patient alert triggered for high impedance. It was also reported that there was an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was received in segments and analyzed. The defibrillator conductor was fractured. It was also noted that the defibrillation conductor was distorted. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay. The inner and outer tubing was kinked/buckled. The outer insulation and the other tubing overlay were melted. The outer insulation and outer tubing overlay was breached cut. There was a white substance on the exposed defibrillation coil and on the outer insulation. The outer insulation had cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.